Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an integrity bare metal stent. No damage was noted to device packaging and no issues removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed successfully. Lesion site was internal iliac, exhibiting 90% stenosis and 45 degree angle. The stent was inspected post removal of the protective sheath, no issues reported. The inflation device did not remain on neutral pressure during delivery of the device. It was reported that the stent dislodged after getting caught on previously implanted stents in place. It was reported that nothing would cross and the stent had to be retrieved using a snare. No clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.